Manufacturer narrative:
H.6. Investigation: a photo was received by bd for evaluation. A quality engineer was able to review the photo of lot# 9089968, regarding item # 301285 with the reported issue of ¿while using discardit syringe some syringe automatically got cracks and blood spillage also occurs from the side of plunger¿. Only one single photograph showing leakage as reported by the customer complaint received. No sample sent by the customer as the original sample has been discarded. The photo was examined, and it confirms the defect. While the photograph of the complaint sample confirmed the complaint of leakage on the barrel, we did not find any defect in the retention samples. The defect is confirmed on the photograph. DHR reviewed found no non-conformities. The leakage could be because of the dent on the plunger or a crack on the barrel. The dent on the plunger could be from the plunger molding machine, where sometimes some one of component may get stuck in the hopper and cause a damage or dent on the tip of the plunger. The crack on the barrel could be one of the reasons of leakage. But the root cause analyses cannot be confirmed without the original customer complaint sample. For crack on the barrel there is already an action plan implemented last month in which we have a cracked barrel detection system so there may be possibility of cracked barrel generation after detection system. H3 other text :

Event description:
It was reported that blood leakage occurred from cracks and past the side of the plunger rod in the bd discardit ii¿ syringe with needle during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "while using discardit syringe some syringe automatically got cracks and blood spillage also occurs from the side of plunger."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leakage occurred from cracks and past the side of the plunger rod in the bd discardit ii¿ syringe with needle during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "while using discardit syringe some syringe automatically got cracks and blood spillage also occurs from the side of plunger."